Event description:
It was reported that the patient's blood glucose levels (bg) rose to 300 mg/dl while wearing the pod between 1 and 4 hours. The patient was unsure if the cannula inserted into the skin at pod activation. When the pod was removed it was noted that although the cannula was visible and appeared bent, the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.